Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer performed a system check and noted that insulin was not exiting the pump pigtail tubing. Customer stated insulin appeared gelled. Customer's blood glucose level was 276 mg/dl. Customer reported that cartridges and infusion set tubing are changed every 4-5 days; however, customer stated that current cartridge and infusion set had been in use 2-3 days.